Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8703w, lot# l50591, implanted: 1998 (B)(6); product type catheter product ID 8840; product type programmer, physician. (B)(4).

Event description:
It was reported there was an ¿8503 physician bolus in progress¿ message encountered on the personal therapy manager (ptm). There was a pump replacement on the date of this report due to expected battery depletion. It was stated that no bolus should have been running and there was only a prime programmed. It was discovered upon troubleshooting that the prime bolus was scheduled for 19 hours instead of 19 minutes. The prime bolus was reprogrammed. The pump was being used to deliver sufentanil, clonidine, bupivacaine, prialt, and compounded baclofen.